Manufacturer narrative:
A ge service representative instructed the customer over the phone to check the cable connection. The on-site engineer performed tests. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display an image. No patient injury was reported.